Event description:
During a ventricular tachycardia procedure, a validation error occurred and the procedure was cancelled. Voltage mapping was done just to see how ¿healthy¿ the ventricular tissue was. Ablation was not planned for the moment. After attaching all the ensite surface patches and all the surface ECG electrodes, an error was noted stating: left electrode not found when trying to validate the patch placement in the ensite precision system. It wasn¿t very well placed by the nursery staff (it was too high and too much on the backside of the torso) so I replaced it a little lower and a little closer to the front where it should be according to abbott guidelines. I also checked the cable connections from the patches to the navlink and to the amplifier- everything was fine. The mapping system was rechecked and the error was still there, even after revalidation. The patch was exchanged with a new one which did not resolve the issue. The dws and the amplifier were turned off and on again to start a new study. All patches were replaced for the new study due to validation in the old system and the error occurred again (left patch not found). Troubleshooting indicated the navlink itself was malfunctioning and the case was cancelled. A navlink was we borrowed from another hospital which functioned as intended.

Manufacturer narrative:
One ensite velocity¿ navlink module was received for investigation. Visual inspection of the internal components revealed an open electrical circuit at the left patch circuit due to a detached wire, which confirms the reported issue. Service history for this product was examined and no issues related to the reported event were identified during the last 12 months. The issue will continue to be monitored for trends and reviewed in qdr (quality data review). Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to a detached wire which resulted in an open electrical circuit within the left patch circuitry.